Event description:
It was reported the patient received burns to the abdomen with the use of the fetal heart rate transducers. No other clinical information or medical intervention was reported. Based on details available at the time of this review, there is insufficient information to determine whether the reported harm meets criteria for serious injury. Therefore, additional information is requested for further clarification and assessment of the customer¿s alleged harm(s). Additional information indicates the burn was the same size as the transducer and located on the left abdomen. The burn was expected to heal completely with no intervention. In addition, the gel used with the transducer may be incorrect and testing revealed no malfunction of the transducer. The patient has no pre-existing skin allergies. Based on the information received, the device may have caused or contributed to the reported burn. As the burn size is quite large and there appear to be blisters

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter information: (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Additional information was received on 04dec2024. This information indicates the burn was approximately the same size as the transducer and located on the left abdomen. The burn was expected to heal completely with no intervention and the patient was discharged the same day. The patient has no pre-existing skin allergies. An unknown disinfectant liquid is used to clean the device. Based on the information received and testing performed, it does not appear as if the transducer caused or contributed to the burn; however, the cause of the burn remains unknown. Additional information received on 16dec2024 indicating that the physician did not indicate the injury classification of the burn (1st, 2nd, 3rd) nor was it determined if the burn was related to chemical or thermal. A philips field support engineer (fse) went to the hospital and tested the transducer, there was no malfunction. A thermal test was also performed and demonstrated the transducer was around 85 degrees. Additionally, the fse found the gel that was used was not an approved product. The product information for use (IFU) states philips aquasonic gel part number: 40483a/b as an approved gel. A philips product support engineer (pse) also reviewed the information and determined that thermal test was within expected results (85 degrees) and stated that skin irritation related to thermal activity begins closer to 110 degrees. The pse was satisfied the burn was not caused by the transducer but by a potential skin reaction; however, this cannot be confirmed. Thermal injury is not supported as contributing from the transducer based on thermal test data. The device was confirmed to be operating per specifications and no failure was identified. Based on the information received and testing performed, it does not appear as if the transducer caused or contributed to the burn; however, the cause of the burn remains unknown.